Event description:
It was reported that an external pulse generator displayed an error code. The biomedical engineer tested and tried to duplicate error, but was unable to duplicate. The customer may return the device to the manufacturer to have the keypad replaced. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.